Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10 a getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse checked the overall condition. The fse then performed a test run and left the unit for about two days. Upon inspection, the fse left the unit for approximately four days. The unit was working normally and was determined to be ready for use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) engine shut down. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.